Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer¿s blood glucose level was 8.5 mmol/l. The customer states they received a low battery she changed it and it still did not work. Troubleshooting was performed for black screen and noticed got new batteries and still the screen is black. The customer also states the metal piece on the battery cap was missing. The insulin pump will not be returned for analysis.